Event description:
The customer reported receiving a high reading of 100 mg/dl on their freestyle flash meter and that their meter would not turn on. The customer experienced a loss of consciousness and the customer's brother called the paramedics. The customer was transported to a health care facility where they received a glucose reading of 25 mg/dl and was diagnosed with severe hypoglycemia. The customer was treated with a shot of glucose and advised to drink juice and eat food to help counteract the medical event. There was a report of a delay and/or change in treatment as a result of the product issues. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: during the course of troubleshooting with adc customer service, it was discovered that the customer did not install new batteries in their meter. In addition, the test strip lot reported by the customer has an expiration date of december 2008. According to label copy, we advise the customer not to use test strips beyond the expiration date as this may cause inaccurate results.